Event description:
The nurse reported the auxiliary illuminator went to maximum and started smoking. The illuminator was not attached and it was not in use. The nurse ejected the module. The nurse also reported the air/gas/fluid (agf) port light indicator was on even though the agf consumable was not plugged into the port. No pt injury was reported.

Manufacturer narrative:
The company service rep. Examined the system and confirmed the problems reported. The auxiliary illuminator and the pneumatic pcb were replaced. The system was then tested and met all product specifications. The parts have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 06/26/2009.